Event description:
The facility indicated the right intermediate side rail will not latch.

Manufacturer narrative:
The technician found the side rail latch was sticking, due to fluid in the latch mechanism. Technician cleaned the latch mechanism to repair the bed.